Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had gone through three different sensors and believed that there was an issue with the transmitter. The customer's blood glucose was 475 mg/dl. Troubleshooting was done for the transmitter. Advised customer that the transmitter was functioning correctly. The customer stated that she had treated her blood glucose levels. The customer then connected and turned on a new sensor. The customer received a calibration error alert and a sensor end alert. The customer believed that she received a change sensor alert as well. Nothing further reported.